Event description:
On (B)(6) 2015, a patient (pt) called our australian affiliate to report that after wearing a pair of 1- day acuvue trueeye lenses on (B)(6) 2015, the pt. Visited an eye care professional (ecp) on (B)(6) 2015 and was advised that he/she had bacterial keratitis. The pt. Was unable to provide details of his symptoms, but advised it took approximately 5 weeks for his/her eyes to recover. The pt. Has now recovered. In addition, during the telephone call the pt. Advised that he/she found two lenses that had "unknown substance floating in the solution." On 2015-05-28 our affiliate received additional information from the pt.'s treating ecp. The ecp advised that the pt. Was initially seen (B)(6) 2015 with 2 days of od eye pain. The exam showed a small corneal infiltrate, measuring approximately 1mm, in the inferior temporal quadrant of the od cornea. This was associated with an overlying epithelial defect, but there was no anterior chamber reaction. The pt. Was diagnosed with bacterial keratitis, likely related to contact lens wear. The pt. Was treated with ciprofloxacin 0.3% eye drops hourly in the od and the pt. Was advised to stop contact lens wear. On review three days after the pt. Was symptomatically better, but the epithelial defect on the od still had not healed. A corneal surface debridement procedure was performed, but no bacterial growth was found. The ciprofloxacin drops were continued. After one week of treatment, the corneal epithelium had completely healed and the infiltrate had almost resolved. The pt's eye drops were gradually reduced. The pt returned on (B)(6) 2015 and it was noted that the pt's od was healed completely. There was minor scarring on the cornea, away from the visual axis. The pt maintained corrected visual acuity of better than 6/6 throughout this event. All 4 suspect lenses have been discarded. There are 26 lenses available for return to the sponsor, but they have not yet been received for evaluation. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).